Event description:
The customer stated that she tested her blood glucose using her contour and one touch ultra meters. The contour read 223 mg/dl, while the one touch read 112 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The meter was returned for evaluation. Replacement products were sent to the customer.